Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a markerband placement issue was noted. The target lesion was located in the mildly tortuous and calcified mid left anterior descending artery (lad). A 3.0x15mm apex balloon was advanced to the lad for predilation. During inflation, the markerbands appeared to be in the wrong location on the balloon, particularly the proximal markerband. It was noted that the markerbands appeared to be too close to the middle of the balloon. The physician was able to successfully complete the procedure with this device. No pt complications were reported with the pt's current condition listed as "okay".